Event description:
The lay user/patient contacted lifescan in 2007 alleging that her one touch ultra meter was powering off during use. The patient claimed that the issue first started on three days earlier at approx 11:00 pm. The patient did not alter her diabetes medication regimen as a result of the reported issue. She claimed that she became shaky, light headed, and experienced a rapid heart rate following the onset of the issue. No medical attention was sought and no self-treatment was administered. The customer care advocate discovered that the battery had not been replaced per the owner's manual and the meter was downloaded prior to attempting to test. The patient confirmed that there had been no trauma to the meter and that the meter powered off before the time was up. The patient did not have a new battery to complete troubleshooting. Replacement products were sent. This complaint is being reported due to the following conclusion: following the onset of the reported issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.